Event description:
The consumer reported the therapy had really helped and the patient had 75% relief. Currently, the therapy did not target one quadrant of the patient's forehead and the consumer said the healthcare provider (hcp) believed they could add a new lead to target the quadrant where the patient still felt pain. This was pre-existing pain not covered after implant. It was mentioned a lead was added in (B)(6) 2015. Additional information received from the consumer reported no progress had been made so far to resolve the remaining forehead pain. They were trying to schedule a surgery to implant a lead to help with the pain. The other three implanted leads were helping with the pain in the rest of the head. It was noted the patient's insurance was not covering the surgery because it was deemed experimental. Chronic constant head pain was noted. The patient noted it was taking way too long to get the surgery scheduled. Relevant medical history included non-malignant pain and occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.